Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and undersensing of low amplitudes during an arrhythmia. An x-ray was performed, and a suspected lead defect was observed. Technical services (ts) reviewed the reports and confirmed the noisy signals and undersensing. A defibrillation threshold (dft) test was performed to evaluate the system. The delivered shocks did not convert the induced arrhythmia. The patient was resuscitated and hospitalized as a result. The device was reprogrammed. The patient will continue to be monitored. A lead revision is planned for the future. The lead remains in use. No additional adverse patient effects were reported.